Event description:
(B)(4). The dealer reported that the unknown model custom mechanical wheelchair seat stitching was coming apart where metal inserts are located for the mount holes, and the double liner came as a separate piece and was not inserted into the seat. There was no patient injury reported.